Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded one signal artifact monitoring (sam) episodes were stored. The device delivered multiple anti-tachycardia pacing (atp) and one shock that successfully converted an arrhythmia. The device remains in service. No adverse patient effects were reported.